Event description:
As reported, during a lung resection procedure the progel platinum cartridge was broken during preparation. After the peg and rha cartridge were inserted into applicator housing while pushing the locking rod the cartridge broke. The or staff was familiar with using the progel product. The procedure was completed using another sealant. There was no patient injury.

Manufacturer narrative:
As reported, the progel platinum syringe broke during preparation. Photos provided confirms one of the glass cartridges is broken where the push rod enters, however the photos do not assist in determining root cause. The subject device was not available for evaluation. Based on the information available the most probable root cause for the glass break is forces applied while in use. However, without having the sample to evaluate, a definitive root cause could not be established. The IFU for the progel platinum plueral air leak sealant adequately prescribes the proper inspection and preparation method to prevent damage to the product. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The sample evaluation confirms a broken glass vial of the progel contents during use. As received the progel content has set up within the applicators spray channels and functional testing could not be performed on one of the spray tips due to its used condition. As the device was received with a broken vial after setting up and use the most likely root cause is the that the product was set up for use resulting in the progel contents likely settling up in the applicator tip. This resulted in a tip clog which caused the backflow of the contents into the housing. The forces applied with a clogged tip resulted in the glass break found. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the progel platinum syringe broke during preparation. Photos provided confirms one of the glass cartridges is broken where the push rod enters, however the photos do not assist in determining root cause. The subject device was not available for evaluation. Based on the information available the most probable root cause for the glass break is forces applied while in use. However, without having the sample to evaluate, a definitive root cause could not be established. The IFU for the progel platinum plueral air leak sealant adequately prescribes the proper inspection and preparation method to prevent damage to the product. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 636 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a lung resection procedure the progel platinum cartridge was broken during preparation. After the peg and rha cartridge were inserted into applicator housing while pushing the locking rod the cartridge broke. The or staff was familiar with using the progel product. The procedure was completed using another sealant. There was no patient injury.